Event description:
During a treatment, the handpiece head heated up and there was a complaint from the patient that it was hot. The dentist did not aware that the handpiece heated up, because the dentist wore gloves. The patient did not get burn. When this patient came back to the dental office next time, the dentist confirmed that there is no burn or damage inside the patient's mouth, nakanishi sent a tetter to the dentist on may 1, 2015 in order do request the additional information regarding the event. Nakanishi received the response dated may 8, 2015. This report is created based on the information including what was obtained through this response. The dentist requested nakanishi to check this handpiece, and nakanishi investigated this handpiece on may 11, 2015.

Manufacturer narrative:
Upon receipt from the dentist of the device involved in the MDR event, nakanishi conducted a failure analysis of the returned device that included an attempt to measure the temperature of the operating device. These activities are described in more detail below. Methodology used: nakanishi conducted a visual inspection of the returned device and performed a simple movement test. There were no visible abnormalities, such as cracks or debris, on the outside of the handpiece. Nakanishi then set a test bur in the handpiece and rotated it by hand. Nakanishi observed that the bur rotated smoothly. Nakanishi measured the temperature of the handpiece. The temperature reached 71.3°c 3 minutes after the beginning of the measurement test, which might have caused the patient's injury. Identification of the specific failure mode(s) and/or mechanism(s) and the associated device components involved: nakanishi disassembled the handpiece and performed a visual inspection of the inside parts. Nakanishi observed the rear bearing broken inside the cartridge. Nakanishi also observed dirt inside the bearing. Conclusions reached based on the investigation and analysis results: nakanishi believes that the cause of overheating of the returned device was due to damage to the bearing retainer. The damage observed caused abnormal rotational resistance, which would result in the handpiece overheating. Nakanishi reminded the user of the maintenance instruction included in the user manual in order to prevent the accumulation of dirt inside the bearing.